Manufacturer narrative:
The prod is available for eval and testing; however, it has not been rec'd to date (which is indicated as "other"). Add'l info will be submitted within 30 days of receipt.

Event description:
During an angioplasty procedure of the left common femoral artery, this balloon burst longitudinally at 4-5 atmospheres when inflated with an indeflator. The pt is a male. The length of the lesion was 25mm. The vessel was moderately calcified. The rate of stenosis was 80%. The prod was properly inspected and prepped, prior to use. The physician used an antegrade approach to access the lesion. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. The balloon was inflated for 2-3 seconds before burst. There was no dissection of the vessel or separation of the balloon. The balloon was carefully removed from the pt and another 5mm balloon was used to successfully complete the procedure. There was no adverse consequence to the pt.